Event description:
It was reported that the leep generator has a power issue and does not work in coagulation mode. No adverse event reported. No additional information available. Lp-20-120 leep 2023-10-0000503.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 12/28/2017 under wo#'s (B)(4) and shipped on 1/30/2018. Manufacturing record review: DHR's va1012 & 239244 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on 10/19/23. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: upon opening the chassis, it was discovered that there was undetected physical damage that was attributed to handling. The loose screws and the broken leg on the r9 resistor, indicates the chassis was opened exposing the board. Had the loose screws or the broken leg of the r9 resistor been in that condition from assembly, the unit would have had issues in 2018 when purchased. Additionally, it is not possible to know what was done to the main board when the unit was opened up. This unit was in service for 5 years with no record of an issue. Rf leakage was observed with hand and foot controllers, but root cause is not determinable on this unit. CAPA 801 had been issued to determine a root cause on rf leakage complaints. Based on the findings, the design is intact and not faulty. The leep system is designed with a safety feature to cut power in any mode when rf leakage is detected. This is in place to protect the end user and patient from potential shock. In the investigation, the failure had been repeated, but under certain conditions relevant to set up/environment. The unit was fitted with a new board, tested and returned to the customer. A project had been initiated for a confirmed leakage error on another unit although this unit was not confirmed to have rf leakage. In addition, CAPA 801 was initiated to further evaluate this complaint description around rf leakage. The investigation had determined the design is not faulty and its safety feature will cut power in any mode when rf leakage is detected. This is in place to protect the end user and patient from potential shock. In the investigation, the failure could be duplicated, but under certain conditions relevant to set up and the environment. The main board was retained. Coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
No change to the final investigation findings. Updating the UDI number. Correction to email contact.

Event description:
No additional information.